Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced skin irritation (redness and itching) at the ipg site. The ipg seems to be superficial. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2018 to reposition the ipg. However, the physician noticed the infection at the ipg site. As a result, the scs system was explanted. The patient was treated with intravenous antibiotics and wound was closed. Reportedly the infection has resolved.